Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) exhibited inflation issues, requiring more than 20 pumps to achieve adequate inflation. During the surgical procedure, no air, holes, or other device-related issues were identified. The preconnect and rear tip extenders were replaced, while the reservoir from the original surgery was left in place. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) exhibited inflation issues, requiring more than 20 pumps to achieve adequate inflation. A replacement is needed but has not yet been scheduled or performed. No patient complications have been reported.